Event description:
It was reported that impedance testing performed at the time of implant found high impedances of ¿>10000 ohms¿ on four of the lead¿s eight contacts. The patient received ¿less than 50% therapy relief¿ at the lead location that was associated with the event. The cause of the event was that the ¿four contacts were damaged.¿ the lead was replaced as a result and the issue was resolved. Additional impedance testing performed after the replacement of the lead was ¿successful¿ and the patient was noted to have been receiving pain relief. The patient was alive with no injury at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3877-60, serial# unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead; product ID neu_stylet_acc, lot# unknown, product type: accessory; product ID 37081, serial# (B)(4), product type: extension. Device evaluation: analysis of the lead found that ¿excess epoxy was observed on connector sleeves #0, #1, #2, and #3. A small amount of inorganic carbonate was observed on several connector sleeves.¿

Manufacturer narrative:
Concomitant medical products: product ID 3877-60, serial# unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).